Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three days post implant, the right atrial (ra) lead exhibited possible under-sensing of an atrial arrhythmia in progress and apparent atrial under-sensing which may be causing device classified false termination of episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.